Event description:
It was reported to philips that the system gave an alert indicating x-rays and geometry movements were not available. The patient was transferred to a different room. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was preparing for a coronary diagnostic procedure. The patient was never transferred from the stretcher to the table. The customer discovered the problem right before moving the patient to the table; therefore, the procedure was never started. The patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that the x-ray was unavailable and the shutter was positioned outside the designated area. Upon troubleshooting, the fse found that the fan tray was defective. To resolve the issue, the fse replaced the fan tray. The defective power distribution unit (pdu) fan tray was returned to phillips for analysis, and the malfunction of the pdu fan tray was confirmed. The failed components were found to be power supply unit (psu) 1 and psu 4. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.